Event description:
During the procedure, when the physician inserted the guidewire of the angioguard into the sheath introducer (brand name: shuttle sheath, cook), the floppy tip of the angioguard got unraveled and could not maintain its shape. Another product was used (details unk) and the procedure was completed. There was no adverse consequence to the pt. The target lesion was the carotid artery (side unk). There are no pt's characteristic info.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.